Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. It was reported that the facility¿s biomedical engineer evaluated the iabp and returned the unit to service. There no information provided as to whether any repair of the iabp was required. The full name of the initial reporter noted is (B)(6).

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) alarmed "leak in iab circuit" several times. The iabp unit was swapped out and sent to the biomedical engineer for investigation. It was determined that the staff did not do an intra-aortic balloon (iab) fill based on the time between the alarms in the alarm history. It was reported that the patient was febrile, and tachycardic with very high peep pressures on ventilator - with very high intrathoracic pressures.